Event description:
Information received from the field notes that a trans- telephonic monitor check showed what appeared to be atrial fibrillation. The patient was asymptomatic but was seen in the clinic for a check. The mode switch histograms showed no episodes of auto mode switch. Despite program attempts, atrial sensing could not be established.